Event description:
Information received by medtronic indicated that the insulin pump had crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Retainer ring = black. Customer returned device for alleged cosmetic damage at the corner of belt clip rails on event date (B)(6) 2022. Device was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found moisture damage on electrical boards and the force sensor. Successfully utilized crest and thus to download history files, traces and comlink3 files. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, cracked case -corner of belt clip rails, corroded battery tube and label damage (stained/faded serial number label) cosmetic damage confirmed at cracked case - corner of belt clip rails. Critical pump error (open book image) alarm confirmed due to moisture damage on the electronic stack.